Event description:
The article, "Bringing the Cath Lab to the Neonatal Intensive Care Unit (NICU): A Three-Case Series About Bedside Echocardiography-Guided Transcatheter Patent Ductus Arteriosus Closure in Extreme Low Birth Weight Infants", was reviewed. The article presented a case study of a 32-day-old male patient with a history of respiratory failure. On an unknown date a 5 mm x 2 mm Amplatzer Piccolo Occluder was selected for implant to treat a patent ductus arteriosus (PDA). The patient's body weight was 1.28 kg. Echocardiography demonstrated a large PDA measuring 3mm in diameter with an ampulla of 3.4mm and a ductal length of 6mm. The device was implanted. The patient remained dependent on high-frequency oscillatory ventilation (HFOV). Five days post-procedure the patient developed progressive abdominal distension. An exploratory laparotomy and contrast study revealed a hepatic flexure stricture with extensive intra-abdominal adhesions. A right hemicolectomy with ileocolic anastomosis was performed on an unknown date. Later the patient developed nosocomial sepsis. The patient passed away on day 96 of life. "[The primary and corresponding author was Ling Ai Soon, Pediatric Cardiology, Hospital Pulau Pinang, Georgetown, Malaysia, with corresponding e-mail: lingaisoon88@gmail.com.]"

Event description:
THE ARTICLE, "BRINGING THE CATH LAB TO THE NEONATAL INTENSIVE CARE UNIT (NICU): A THREE-CASE SERIES ABOUT BEDSIDE ECHOCARDIOGRAPHY-GUIDED TRANSCATHETER PATENT DUCTUS ARTERIOSUS CLOSURE IN EXTREME LOW BIRTH WEIGHT INFANTS", WAS REVIEWED. THE ARTICLE PRESENTED A CASE STUDY OF A 32-DAY-OLD MALE PATIENT WITH A HISTORY OF RESPIRATORY FAILURE. ON AN UNKNOWN DATE A 5 MM X 2 MM AMPLATZER PICCOLO OCCLUDER WAS SELECTED FOR IMPLANT TO TREAT A PATENT DUCTUS ARTERIOSUS (PDA). THE PATIENT'S BODY WEIGHT WAS 1.28 KG. ECHOCARDIOGRAPHY DEMONSTRATED A LARGE PDA MEASURING 3MM IN DIAMETER WITH AN AMPULLA OF 3.4MM AND A DUCTAL LENGTH OF 6MM. THE DEVICE WAS IMPLANTED. THE PATIENT REMAINED DEPENDENT ON HIGH-FREQUENCY OSCILLATORY VENTILATION (HFOV). FIVE DAYS POST-PROCEDURE THE PATIENT DEVELOPED PROGRESSIVE ABDOMINAL DISTENSION. AN EXPLORATORY LAPAROTOMY AND CONTRAST STUDY REVEALED A HEPATIC FLEXURE STRICTURE WITH EXTENSIVE INTRA-ABDOMINAL ADHESIONS. A RIGHT HEMICOLECTOMY WITH ILEOCOLIC ANASTOMOSIS WAS PERFORMED ON AN UNKNOWN DATE. LATER THE PATIENT DEVELOPED NOSOCOMIAL SEPSIS. THE PATIENT PASSED AWAY ON DAY 96 OF LIFE. "[THE PRIMARY AND CORRESPONDING AUTHOR WAS LING AI SOON, PEDIATRIC CARDIOLOGY, HOSPITAL PULAU PINANG, GEORGETOWN, MALAYSIA, WITH CORRESPONDING E-MAIL: LINGAISOON88@GMAIL.COM.]"

Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION. LITERATURE ATTACHMENT: BRINGING THE CATH LAB TO THE NEONATAL INTENSIVE CARE UNIT (NICU): A THREE-CASE SERIES ABOUT BEDSIDE ECHOCARDIOGRAPHY-GUIDED TRANSCATHETER PATENT DUCTUS ARTERIOSUS CLOSURE IN EXTREME LOW BIRTH WEIGHT INFANTS. B3: EVENT DATE WAS ESTIMATED. D4: THE UDI NUMBER IS NOT KNOWN AS THE PART AND LOT NUMBER WERE NOT PROVIDED.

Manufacturer narrative:
In the research article "Bringing the Cath Lab to the Neonatal Intensive Care Unit (NICU): A Three-Case Series About Bedside Echocardiography-Guided Transcatheter Patent Ductus Arteriosus Closure in Extreme Low Birth Weight Infants," sepsis and death were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, an exact cause for the reported death could not be conclusively determined; however, subsequent deterioration and death were associated with gastrointestinal complications and sepsis in the setting of extreme prematurity. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.Literature attachment: Bringing the Cath Lab to the Neonatal Intensive Care Unit (NICU): A Three-Case Series About Bedside Echocardiography-Guided Transcatheter Patent Ductus Arteriosus Closure in Extreme Low Birth Weight InfantsB3: Event date was estimatedD4: The UDI number is not known as the part and lot number were not provided.